Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy, transvaginal urethrolysis, anterior and posterior repair, vaginal vault suspension to sacrospinous ligament and cystoscopy due to urethral obstruction, cystocele, vaginal vault prolapsed and rectocele. It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted into the patient. It was reported that the patient underwent a surgical procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring, fistulae. It was reported that on (B)(6) 2004, and on (B)(6) 2006, the patient underwent mesh revision/removal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2006 along with concurrent hysterectomy. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, vaginal scarring, fistulae. It was reported that on (B)(6) 2004, (B)(6) 2006 and on (B)(6) 2006, the patient underwent mesh revision/removal. (B)(4).